Event description:
My stryker metal on metal hip resurfacing in my right hip which was implanted on (B)(6) 2009, started hurting. Upon examination with bloodwork and bone density and x-ray, it was determined by the doctor that the joint was releasing metal particles into my body causing metal toxicity and the joint was deteriorating. On day of surgery, the implant was removed and a brown liquid was found at the area. The liquid was sent for cultures while a spacer was placed in the joint for 3 days. Cultures came back negative, so new total hip was implanted. Reason for use: arthritic joint.